Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6), (B)(4). It was reported that (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 3.5mm. On (B)(6) 2024, it was noted via transthoracic echocardiogram that there was moderate paravalvular leakage of the valve. No intervention was required/performed and there was no initial or prolonged hospitalization due to this event. There were no adverse patient effects reported.

Manufacturer narrative:
It was reported that there was moderate paravalvular leakage after month of successful navitor implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. No intervention was performed and there was no initial or prolonged hospitalization due to this event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.